Event description:
This registered nurse (rn) ((B)(6), rn) and (B)(6), rn scanned medication (precedex) and scanned the pump. The pump and iaware listed the correct rate, patient weighed 77.1 kg and the drug was programmed to run at 0.4 mcg/kg/hr however the entire bag ran into the patient within 31 minutes. This rn immediately began titrating down as the patient became hypotensive, the pump had to be programmed correctly to titrate correctly however it was running as if the pump was wide open to gravity. This rn did not realize how fast it was running as I was paying attention to the rates on the pump until I randomly looked up and noticed the bag was empty. This rn immediately notified charge rn (B)(6), ICU manager (B)(6), ICU md dr. (B)(6), and (B)(6) in pharmacy.